Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) examined the system remotely and confirmed that the system gave an alert indicating the image processing computer was unable to boot, preventing imaging. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely, and the customer stated the system did not display the live or reference screens, and log data pointed to a communication failure between the host pc and the ippc and requested onsite support. The philips field service engineer (fse) checked the system logfile and found a fault with the ippc and fse also found diagnostic leds on the rear panel provided no useful indication. The fse replaced the ippc, but while downloading the board software the download was unsuccessful. The fse tried replacing the hard drives, but board software download continued to fail, indicating a post failure confirming a faulty ippc or corrupted software. To resolve the issue, the fse replaced both the faulty ippc and the hard disk and successfully restored the board software. The defective part was sent for analysis, for ippc malfunction was observed and the failed components were found to be network card and power supply unit. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image processing computer was unable to boot, preventing imaging. No harm was reported to philips. Philips has started an investigation of this complaint.